Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon required excessive force in order to implant the liners and therefore, did not use these liners.